Manufacturer narrative:
A correlation between the device and the report of pump thrombosis could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2014 for suspected lvad thrombus. It was reported that the patient had multiple periods of sub therapeutic inr and the patient's clinical history was significant for noncompliance with anticoagulation therapy. Upon admission, the patient was also noted to have anemia acute renal failure. The patient was reported to have a sub therapeutic inr, hematocrit level of 22%, creatinine level of 2.0 mg/dl and a low mean arterial pressure. The patient's lactate dehydrogenase (ldh) was reported to have elevated greater than 2000 u/l. It was reported that the lvad was not functioning optimally secondary to presumed thrombosis related to the patient's elevated ldh. The patient suffered an embolic stroke during the admission and was treated with bivalirudin. The patient's coumadin and aspirin dosages were increased and the patient was discharged to home on (B)(6) 2014. The patient was readmitted to another hospital on (B)(6) 2014, also presenting with anemia, acute renal failure and lvad thrombus. It was reported that the patient's blood work showed severe hepatic abnormalities. The patient was diagnosed with failure to thrive and expired at home on (B)(6) 2014 after being discharged to home on hospice care. No further information was provided.